Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that after pursing sutures were tied and anvil shaft approximated, tried to fire cdh25 stapler, but could not. The stapler was broken. They had to separate anvil and cut pursing sutures. The surgeon had to perform an end to side esophagojejunestomy by using a cdh29 and the 2nd procedure was successful. There was no consequence to the pt.